Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file found that the issue with mpdu. Fse replaced both mpdu, sib and reseated the mdyx13 connection to review module on/off control. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the device failed to power on. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.